Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s mg/dl) and a correction boluses were delivered to address the high bg. The contact did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot.